Event description:
The clinician reports the implant was inserted (B)(6) 2007 in ada 31. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, bleeding and inflammation. No further patient complications were reported.